Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 80 to 100 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Comparing blood glucose test results from trueresult meter to doctor's meter. Back to back blood test produced test results of 150 mg/dl using trueresult meter and 225 mg/dl using doctor's meter. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 109 mg/dl and 108 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 02/18/2017 and open vial date is week of (B)(6) 2015. Recall test results performed from meter memory (date / time not set): 1:(B)(6), fasting:yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 80 to 100 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Comparing blood glucose test results from trueresult meter to doctor's meter. Back to back blood test produced test results of 150 mg/dl using trueresult meter and 225 mg/dl using doctor's meter. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 109 mg/dl and 108 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 02/18/2017 and open vial date is week of (B)(6) 2015. Recall test results performed from meter memory (date / time not set): (B)(6). Adverse event not reported.